Event description:
It was reported that this implantable lead was part of the system revision due to bacterial infection and sepsis. No adverse patient effects were reported. The implantable lead was explanted.